Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 09/10/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was returned in a plastic bag. Plunger was observed in a fully advanced position. All the components look correctly engaged to the device. No assembly error and/or defect related to manufacturing process can be observed. Visual inspection performed under microscope: a small amount of lubricating material was observed in the device. The lens was received out of the device with a haptic detached. The missing haptic got caught the cartridge tip. The reported issue of stuck in cartridge was not verified in the returned product. Based in the analysis due to the conditions of the sample returned product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted; give date: not applicable as the iol was not implanted. Explanted; give date: not applicable as the iol was not implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) would not advance. Customer cannot confirm if the lens was inserted, but it did have patient contact and sutures were required. The procedure was completed using another lens with the same model and diopter size. No additional information was provided.